Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was calling for assistance with uploading the information of their insulin pump onto their online account. Upon reviewing the history of the insulin pump it was discovered that there were multiple error alarms that had reoccurring. The customer was advised that the device needed to be changed. The customer's blood glucose was unknown. Nothing further was reported.